Event description:
It was reported the patient had an advance implanted on (B)(6) 2011. It was indicated that the patient's incontinence was unchanged after the sling was implanted and eventually worsened. It was also indicated that this patient had prior radiation. On (B)(6) 2014, the patient was implanted with another incontinence device. No additional patient complications were reported in relation to this event.